Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Helix, fully extended, measure .080 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, acceptable threshold could not be obtained after five positionings. High impedence and sensing diffculty were noted as well. Consequently, this lead was removed and uneventfully replaced with a same brand lead. No patient complications have been reported as a result of this event.